Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-04193, 04194. It was reported the pt had fallen and was not receiving effective stimulation. The sjm rep met with the pt and determined there were five contacts which were invalid. Reprogramming was able to resolve the issue for a time. Add'l reprogramming determined most of the contacts were invalid. The pt had some low back stimulation coverage. However, there was no stimulation coverage to the legs. The physician planned to undertake surgical intervention at a future date to address the issue.